Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during a procedure performed on an unknown date. According to the complainant, while attempting to deploy the stent in the esophagus, the suture would not release distally, and the stent could not be deployed. The procedure was completed with another ultraflex esophageal ng covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; stent, partially deployed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): a visual and microscopic examination found that the stent was partially deployed by approximately 8mm. The shaft of the device was kinked. It was possible to deploy the remainder of the stent however some resistance was noted initially. Examination of the deployed stent found no anomalies. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.